Event description:
It was reported by the rep that the (1) ez45g was used in a bleb resection procedure. It was reported that the device fired the first time without incident but the second attempt was unsuccessful. The device would not fire. The case was completed with another instrument and there was no consequence to the pt.